Event description:
It was reported that the collimator detached and fell. No injury was reported. A serious injury could result if the collimator were to contact the pt or the operator.

Manufacturer narrative:
This x-ray system was installed in 1992. A ge field engineer repaired the collimator. This system dates back prior to ge merger/aquisition. Ge is verifying 510k number.